Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a moderately calcified lesion (60 percent stenosis degree) in the popliteal artery and proximal ata. The affected device was flushed with saline, followed by insertion of a guidewire from distal direction. The device was then positioned at the distal poplitea and inflated up to 6 atm (np) but the balloon did not open. Blood was noted flowing back into the inflation device. The physician suspected a balloon burst and withdrew the device. A passeo-14 2/40/150 was used to continue the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the balloon has been partially in- and deflated. Microscopic inspection revealed a tear in the balloon at the distal end of the distal radiopaque marker. In close vicinity to the tear, scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.